Event description:
It was reported that during the procedure the guidewire (subject device) became detached in the patient, and a portion is still stuck in patient. No further information is available. Additional information received stated that when the physician was navigating the microcatheter in the left occipital artery, they lost pushability of the subject guidewire. When the subject guidewire was pulled back, the physician noticed part of the subject guidewire broke off in the left occipital artery. Multiple attempts were made to remove the broken guidewire with a snare and occlusion balloon, however, the guidewire was not removed and is currently still in the left occipital artery off the left external carotid.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D10 concomitant product grid- updated. A2 age- added. A3 gender- added. A4 weight- added. A6 race- added. B2 outcomes attributed to ae- updated. B5 executive summary- updated. H6 health impact code- updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the original intended procedure was embo of left dural av fistula. The additional event description from the medwatch report stated ¿surgeon was navigating with the microcatheter in left occipital artery. Lost pushability of the guidewire. Pulled back the guidewire and noticed part of wire broke off in left occipital artery. It was a tortuous artery. Tried multiple attempts on removing broken wire with the snares and with 7 mm x 7 mm occlusion balloon. Wire was not removed and is currently still in the left occipital artery off the left external carotid.¿ while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported defects ¿un-retrieved device fragments¿ and ¿guidewire broken/fractured during use¿.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that during the procedure the guidewire (subject device) became detached in the patient, and a portion is still stuck in patient. No further information is available.